Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "primary tubing had an accumulation of fluid which caused a bulging in the tubing resembling a balloon, it involved the tubing located inside of the pump." The customer reported there was no patient harm.